Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.     A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified.   The event can be prevented by following the instructions for use, which state: ¿average lamp life: approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly)."   Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the xenon light source was showing b30 error code with multiple scopes and the issue occurred in the (or) operating room during preparation for use, however, the intended procedure was unknown. There were no reports of patient injury or harm.

Manufacturer narrative:
In speaking with technical assistance center (tac), a 180 series scope did not have the issue. Tac advised the customer to clean the socket on the light source and disconnect the cables in the back and reconnect them. The b30 error did not occur but e315 error occurred with two 190 series scopes. The customer cleaned the scopes and tried again with the same issue. The pigtail was not connected. The scope was tried on another tower with no issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable evaluation finding identified in b5, the following non-reportable malfunctions were found upon device evaluation: the front panel mouth was damaged, top cover scratches/metal exposed, deteriorated socket slider switch which caused intermittent use of high-intermittent use of high intensity modes, corrosion inside the scope socket tubing, and the non-olympus lamp life meter was reading over more than 500 hours which indicated the lamp was expired. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.